Event description:
The jetstream navitus device was used to treat a 3cm long, moderately calcified lesion in the popliteal vessel. The device ran properly for a short time and when the device and wire were removed together to view the vessel with contrast, an aneurysm was observed in the mid-section of the lesion. The pt was treated with pta and was reported to be doing well following treatment.

Manufacturer narrative:
The device was not returned to pathway medical for evaluation and was discarded before reporting the lot number. Therefore, no evaluation of device performance or manufacturing review of lot could be conducted.